Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the ccd driver pcb fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) compressed, the light guide cable buckled, the angle wire play, the suction channel clogged, the bending rubber missing, the segment steel braid deformed, the biopsy inlet piece deformed, the lg supply tube leak, the eog valve leak, the objective lens unit scratched, the junction case loosened, the lg prong top loosened, the eog valve loosened, the insertion flexible tube (ift) worn out, the distal body worn out, the ccd signal wire worn out, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).